Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient status post trauma with pelvic fractures had an inferior vena cava deployed with the apex at the level of the right renal vein. Approximately two years one month post filter deployment, during scheduled filter retrieval, the filter hook was successfully snared and most of the body was recaptured into the sheath; however, the prongs of the filter were severely scarred into the wall. Despite multiple attempts, the filter hooks were difficult to detach from the caval wall. Therefore, the decision was made to leave the filter in place. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately two years and one month post filter deployment, during a scheduled retrieval procedure, the prongs of the filter were severely scarred into the caval wall, and despite multiple attempts, were difficult to detach from the caval wall. The filter could not be captured into the sheath of the retrieval device. Therefore, based on the provided medical records, the investigation is confirmed for retrieval difficulties which resulted in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter is embedded in the wall of the ivc. The filter has not been removed after a percutaneous removal procedure. There was no reported patient injury.